Event description:
On (B)(6) 2013, it was discovered that one of the lateral pins on alliance spine's alamo p cage inserter was missing. This may be due to the pin having been broken off of the instrument during its use. The inserter was last used during a lumbar spinal fusion procedure on (B)(6) 2013 performed on pt by the surgeon at (B)(6) hospital. The surgeon was informed of the missing inserter pin and plans on re-examining pt post-operative x-ray. On (B)(6) 2013, the alamo t/p lumbar straight inserter, (class I device), was received from the contracting MFR. The insert is constructed of 17-4 grade stainless steel according to specification. Certifications of conformance for material and testing are on file. The lot was inspected to an aql I general level 2 and consisted of 24 inserters, which required an inspection of 5 according to (B)(4) . The lot was accepted with no non-conformances and released to inventory where it was subsequently assigned to a surgery set. On (B)(6) 2013, a lumbar fusion procedure was performed on the pt using the inserter to place a fusion device. Following the surgery, an x-ray was taken to ensure placement by the physician and no abnormalities were observed at that time. On (B)(6) 2013, tha alliance spine rep discovered that one of the lateral pins on the inserter was missing. The inserter has not been used since the surgery on (B)(6) 2013. The inserter was returned to the engineering dept for evaluation on (B)(4) 2013. According to the alliance spine (B)(4), the damage to the inserter is consistent with a rotational force being applied to the lateral pins. Additionally, the engineering mgr stated that the inserter was not designed to be rotated once the fusion device is placed. Evidence suggests rotation occurred based on marking immediately adjacent to the pin replacement. Further investigation revealed that the physician placed the implant in the site and then rotated the implant on the inserter causing the pin to shear. Based on information received from the rep, the physician stated the missing lateral pin remains in the implant, which is still located in the disc space of the pt. Additionally, the physician stated that the pt would be informed at a subsequent post-operative office visit tentatively scheduled for (B)(6) 2013. Since the technique was used does not conform to the surgical technique established (mkt-102 rev. B posterior lumbar interbody system surgical technique) for placement of alliance spin fusion devices, alliance spine considers this event a result of user error because the technique was not followed. This issue remains an open complaint within the alliance spine quality management system.

Manufacturer narrative:
Alliance spine awareness date (B)(4) 2013. (B)(6).